Event description:
It was reported that during preparation of an arteriovenous fistula angioplasty procedure, a tip of the balloon catheter came off. The target lesion was located in the arteriovenous fistula. A 4.00mm x 1.5cm x 140cm spcb flextome monorail cutting balloon was selected to treat the target lesion. During unpacking, when the balloon protector was pulled, the entire tip of the device came off. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of an arteriovenous fistula angioplasty procedure, a tip of the balloon catheter came off. The target lesion was located in the arteriovenous fistula. A 4.00 mm x 1.5 cm x 140 cm spcb flextome monorail cutting balloon was selected to treat the target lesion. During unpacking, when the balloon protector was pulled, the entire tip of the device came off. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the returned unit confirmed a complete balloon detach. The balloon had detached at the proximal and distal balloon bonds. The balloon was not returned. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation of an arteriovenous fistula angioplasty procedure, a tip of the balloon catheter came off. The target lesion was located in the arteriovenous fistula. A 4.00mm x 1.5cm x 140cm spcb flextome monorail cutting balloon was selected to treat the target lesion. During unpacking, when the balloon protector was pulled, the entire tip of the device came off. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.